Manufacturer narrative:
(B)(4).

Event description:
A report was received that the patient has had pocket pain that was resolved after a steroid pack. The pain at the pocket site recurred and physical exam noted tenderness on palpation and irritation over the ipg. It was determined that the ipg was overlying the lower ribs and was moving in the pocket which appeared to be irritating the ribs and was believed to have caused the pain. The patient will undergo a revision procedure wherein the pocket site will be relocated.